Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the catheter fell out due to water leakage from the balloon on the day of placement.

Manufacturer narrative:
The reported event was confirmed. Visual evaluation noted one temperature sensing silicone foley catheter was received with no original packaging present. The balloon was filled with 3.5ml methylene blue and water solution and it immediately began to leak from a pinhole in the balloon (0.012in). There were no missing pieces. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿special instructions: the position of the wire of the foley catheter with temperature sensor has an important effect on the amount of heating that may develop during an MRI procedure. Accordingly, the foley catheter with temperature sensor must be positioned in a straight configuration down the center of the patient table (i.e., down the center of the mr system without any loop) to prevent possible excessive heating associated with an MRI procedure."

Event description:
It was reported that the catheter fell out due to water leakage from the balloon on the day of placement.